Event description:
It has been reported to philips that the wireless footswitch could not connect to the zenition 70 system and was flashing. The customer has a wired footswitch available for use. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the wireless footswitch could not be used during a planned procedure. The procedure was completed using the wired footswitch. Per the information collected, this complaint was created in follow up of the (B)(4), customer was asking for another delivery of the quote and scheduling the follow up service. No harm, death or serious injury was reported with this complaint. Based on the investigation results, philips concluded that the complaint is not reportable. Philips has initiated a medical device correction z-0648-2022. The codes were updated based on the investigation outcome.